Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records and complaint histories could not be conducted because the lot and part numbers were not provided. The patient effects listed are consistent with the product risk profile and are therefore expected. A conclusive cause for the reported patient effects of death and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: post market clinical follow-up evaluation report vessel closure devices the other serious injuries and device malfunctions referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report patient deaths. It was reported through a post market clinical follow up evaluation report identifying the starclose se vessel closure device that may be related to the following: death, hematoma, stenosis, occlusion, pseudoaneurysm, intervention and failure to achieve hemostasis. Details are listed in the attached article, titled post market clinical follow-up evaluation report vessel closure devices please see the attached post market clinical follow up evaluation report for specific information.